Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered an "override" bolus that was too large for their needs. The customer's blood glucose (bg) level subsequently decreased to a reading of "low". Customer was "rushed" to the emergency room and treated with intravenous saline. The customer was discharged the same day with the issue resolved and no permanent damage, and continued to use the pump for insulin therapy.